Event description:
It was reported that prior to an ultrasound-guided breast biopsy through fibroadenoma tissue, the device inner package allegedly had cracks. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows the tear/crack on the inner package of encore probe, but the device is not fully visible. The second photo also shows the tear/crack on the inner package of encore probe, but the device is not fully visible. The third photo shows only the product identifiers which is mentioned in the outer carton of the product. Therefore, based on the photo review, the reported crack/tear on device package can be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4expiry date: 01/2022), g3, h6(method) , h11: h6 (result and conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record will be provided. The return of the sample is pending, as well as photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 01/2021.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy through fibroadenoma tissue, the device inner package allegedly had cracks. The procedure was completed using another device. There was no patient contact.